Manufacturer narrative:
The calypso hygiene chair is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. According to received information to the incident, the safety belt was not used during the incident. Arjo technician who visited the customer site and inspected the device found the lift in good general condition except from the brake pedal, wheels and the safety belt. The safety belt was present but not used, wheels were worn and brake broken. The calypso IFU provides information important for safe and correct use of the device, such as: ¿the calypso must be used by appropriately trained caregivers in accordance with the directions outlined in the operating and product care instructions.¿ "always pay close attendance to the resident during transferring, transporting and bathing.¿ "before lifting the calypso out of the water after a bath, re-position the resident if needed to ensure that the resident is sitting upright in the centre of the chair." "The safety belt must be used at all times to make sure the resident remains in an upright position in the middle of the seat. The safety belt must be attached to the seat of the calypso on the same side as the backrest and securely fastened with the buckle". It is unknown how the chair tilted backwards with the patient, the event circumstances are unknown. The parts that were worn or broken do not influence the reported issue and the caregiver is not working in the facility anymore (it was a support for the summer period). In summary, the evaluation performed of the calypso hygiene chair of that the device was not up to manufacturer¿s specification after the event. The hygienic lift was used for patient handling at the time of the event and in that way contributed to the event. This complaint was decided to be reported to the competent authorities due to patients' fall indication, which resulted in a serious injury.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the registration number (B)(4). Currently, these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). The involved device was removed from use and evaluated by the arjo representative. Device in good general condition for its age except from the brake pedal, wheels and the belt. The belt was present but not used, wheels were worn and brake broken. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of the calypso hygiene lifter. It was reported that the patient was taking a bath supervised by a new caregiver (was trained by an "senior" caregiver from the facility). It was at the exit of the bath when the incident took place. After raising the chair up and lowering the bath, the chair tilted backwards. The patient and the chair fell on the floor. The belt was not used during the incident. According to the received information, the patient sustained a displaced left arm humeral fracture. As a treatment an elbow splint to the body, pain medication and physiotherapy were applied.